Event description:
It was reported through a remote transmission on (B)(6) 2022 that a patient had a particularly long atrial fibrillation (af) episode. It was indicated that this af episode was not as long measured, and that it was likely due a diagnostic anomaly. No intervention was reported. The patient experienced no consequences.